Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lcd display screen is scratched and only displays partial information. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting found that the pump display screen is discolored and the customer has to hold the screen at a certain angle to see anything. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a cracked case at the display window corner, and minor/deep scratches on the display window. No discoloration was found on the lcd screen.